Event description:
A potential product issue has been reported with our atriste mv sa linear accelerator. In the abundance of caution this issue is being reported. A reference image with non-square pixels was associated to a beam in treatment visualization. After acquisition, it was loaded along with the portal image into portal review. This lead to an inconsistent state in the application. The portal image was not displayed correctly. The blended image was not displayed. The user tried to derive offset info with the help of the electronic reticule, which was also displayed in the wrong location relative to the portal image. No mistreatment occurred and there was no injury reported. Risk analysis is complete. Root cause has been determined. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Mistreatment for more than one fraction is possible, due to incorrect scaling and missing compensation of flat panel alignment and flat panel position during acquisition. A miss-positioning of 4mm and additionally lateral / longitudinal displacement is possible. Probability: c (remote). Behavior will probably will occur as central flat panel position is the typical scenario for image acquisition. Root cause: the application is not able to handle reference image with non square pixels. Such an image can only be loaded if it is associated with a beam in treatment visualization and a portal image is acquired for such a beam. This behavior results in an inconsistent display of the portal and the reference image. The portal image is not transformed into the iso-centric coordinate system. This behavior results is an incorrect scaling and missing compensation of flatpanel alignment and flat panal position during acquisition. A miss-positioning of max 4mm is possible.